Event description:
Boston scientific received info that this right ventricular lead dislodged. A revision procedure was performed and the physician elected to explant this lead and implant a new lead. This lead was later returned for analysis. No adverse pt effects were reported.